Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter implant is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: prior to implant, the patient underwent recent knee replacement. The patient developed deep venous thrombosis after surgery and subsequently had a pulmonary embolus. The patient was placed on anticoagulation and developed lower gi bleed. The filter was implanted inferior to the accessory renal vein using a femoral approach. According to the information received in the patient profile form (ppf), patient submitted to a CT scan for evaluation of the filter and became aware of the reported events approximately eleven years and four months post implantation. It was discovered that the filter struts had extended through the walls of the ivc, specifically two struts extending close to the aorta without perforation of the aortic contour. In addition, the patient suffered migration of entire filter to heart, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved; however, a retrieval attempt has not been made. The patient also reports suffering from anxiety.

Manufacturer narrative:
Implant date was confirmed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the patient¿s implant records, prior to implant, the patient underwent recent knee replacement. The patient developed deep venous thrombosis after surgery and subsequently had a pulmonary embolus. The patient was placed on anticoagulation and developed lower gi bleed. The filter was implanted inferior to the accessory renal vein using a femoral approach. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc. Per the patient profile form (ppf), the patient submitted to a CT scan for evaluation of the filter and became aware of the reported events approximately eleven years and four months post implantation. It was discovered that the filter struts had extended through the walls of the ivc, specifically two struts extending close to the aorta without perforation of the aortic contour. In addition, the patient suffered migration of entire filter to heart, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved; however, a retrieval attempt has not been made. The patient also reports suffering from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.